Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was returned for evaluation. Device analysis revealed the distal tip of the coil was protruding from the tip of the introducer sheath and the distal end of the introducer sheath had been inserted into the rhv. An attempt was made to remove the introducer sheath from the rhv but the rhv was over tightened around the introducer sheath. Force was required to loosen the rhv thumbscrew. The arms of the delivery wire and coil were interlocked in the introducer sheath however the coil was visibly broken at the proximal end. The arms of the delivery wire and coil were interlocked in the introducer sheath however the coil was visibly broken at the proximal end. The coil and delivery wire were removed from the introducer sheath. The introducer sheath was inspected and no anomaly was noted. The twist lock had been opened. The coil was inspected and found to be severely stretched and kinked at the proximal end. A break was evident. The delivery wire was inspected and the ptfe (polytetrafluoroethylene) at the distal end was buckled/kinked. Microscopic inspection noted no damage on the interlocking arm of the coil. The zap tip shape and surface of the coil was smooth. The zap tip shape and surface of the delivery wire was smooth. The interlocking arm of the delivery wire was inspected and no damage noted. The delivery wire and coil dimensions were found to be in specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as an incompatible catheter and the rhv was overtightened during the procedure. The dfu states: "the coil is designed to be used with a boston scientific ¿imager ii selective diagnostic catheter without side flushing holes" and ¿tighten the rhv thumbscrew to prevent retrograde flow but not so tight as to pinch the introducer sheath and inhibit forward movement of the delivery wire.¿ (B)(4).

Event description:
Reportable based on device analysis completed on 15may2016. It was reported that there was difficulty inserting the coil. The target lesion was located in the left ovarian vein. During the procedure, 11 interlock¿-35 coils were already placed using a 5fr non bsc microcatheter. A 15mm x 20cm interlock¿-35 was then selected for use; however, it was unable to pass through the non bsc microcatheter. The physician decided not to proceed after failing to deploy the interlock coils three times. The non-bsc microcatheter was removed thereafter; however, it was noticed that there was difficulty flushing the microcatheter. No patient complications were reported and the patient's status is stable. However, device analysis revealed a coil was visibly broken at the proximal end.